Manufacturer narrative:
25-mar-2026 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Brush head broke and cracked off- oral b power care [device breakage] no harm done to me [no adverse event] . Case narrative: consumer via phone stated while brushing the brush head broke and cracked off. No injury was reported follow up received on 25-mar-2026: product investigation results: conclusion code: other (no manufacturing cause and no design issue identified based on investigation). No injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Brush head broke and cracked off- oral b power care [device breakage]. No harm done to me [no adverse event]. Case narrative: consumer via phone stated while brushing the brush head broke and cracked off. No injury was reported.